Event description:
Shortly after phacoemulsification was initiated, the handpiece appeared to be clogged, at which point the physician noted a corneal burn at the site of incision. The handpiece was flushed and the case resumed without further difficulties. The burn required suturing.